Event description:
No additional information.

Manufacturer narrative:
Following the submission of the initial MDR, it was determined that the complaint was submitted in error. There was no identified defect or malfunction. This MDR will be void and the complaint cancelled.

Event description:
IFU does not include the date of issue or date of revision. According to EU reg. 2017/745 the instructions for use shall contain, among others, date of issue of the instructions for use or, if they have been revised, date of issue and identifier of the latest revision of the instructions for use. Initial use.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.